Event description:
Rptr has very bad back pain, headache, and leg pain. He takes 7 to 10 pills a day just to get through the day. With 10 mg of flexeril at night he wets the bed because he has so much pain.